Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_(B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was chosen for implant. Post-procedure on (B)(6) 2026, patient experienced intermittent atrial fibrillation. Cardioversion therapy was provided on (B)(6) 2026, and the patient was converted to sinus rhythm.